Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. Customer¿s blood glucose level was 275 mg/dl. Reportedly the customer had an alternate pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged unresponsive touch screen issue could not be verified. Additionally, the alleged touch screen cracked and unreadable issues were verified.